Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) and the lens tore/broke. There was no apparent injury reported and another same model lens was implanted. The problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).